Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high as compared to another meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 4 am. She tested on the subject meter and observed a value of "355 mg/dl." The patient manages her diabetes with an unknown type of insulin through pump therapy and reported that in response to the alleged high reading, she administered 2.9u of insulin through her pump at 4am. Approximately 1 hour later, her spouse found her non-responsive and convulsing. He treated her by giving her honey and contacted emergency medical services (ems). When they arrived shortly after, they tested the patient using an unknown ems meter at approximately 5:15am and a reading of "28mg/dl" was reported. The test between the subject meter and the ems meter was performed greater than 30 minutes apart. The patient was treated by ems with food and drink and tested her again at an unknown time and observed a value of "60mg/dl", ems left thereafter. At the time of troubleshooting the cca was unable to confirm if the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and functioned properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.